Event description:
On (B)(6) 2025, I had breast augmentation surgery in (B)(6). The implant used was allergan natrelle inspira softtouch (ssm-360, sn: (B)(6)), which was part of the FDA's 2019 recall due to bia-alcl risk. I was not informed of this recall prior to surgery. Patient code 4852. Device code: 1420. Reference report: mw5173822.